Manufacturer narrative:
Gehc biomed performed a checkout of the equipment. Inspection of the equipment noted excessive moisture. The biomed drained and dried the moisture. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, higher than expected pressure was noted. There was no reported patient injury.